Event description:
A report was received that the patient underwent a pocket revision due to discomfort at ipg site. The physician relocated the ipg to a more comfortable location and the patient had 2 extensions implanted. The patient is reportedly doing well.